Event description:
Customer contacted haemonetics (B)(6) 2008 reporting they observed a burning odor from their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 reporting they observed a burning odor from their orthopat machine. No injury or reaction was reported. Evaluation confirmed the reported problem. The issue was the result of a major blood spill dripping inside the machine. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under (B)(4).